Event description:
A (B)(6) old, female, patient's sister called into zoll lifecor customer support to report that her batteries would not power up the monitor. A psr assisting this patient then called to report that the patient was receiving constant adjust belt messages. Patient was sent a replacement belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery packs sn (B)(4) and electrode belt sn (B)(4) have been completed. The reported problems were confirmed. The cause of the discharged battery packs were defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. The electrode belt was unable to complete a baseline, and neither the fb or ss channel had a signal. Corrosion was found on ECG c pca, causing a short from the -5v line to ground. The root cause of the corroded ECG cannot be positively identified, but was likely liquid ingress. Once the pca was replaced, the belt was fully functional. No adverse event resulted from the defective equipment. The patient received a replacement batteries and electrode belt.